Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that when trying to program this subcutaneous implantable cardioverter defibrillator (s-ICD) into magnetic resonance imaging (MRI) mode, a message was observed that an updating error occurred. The device was then unable to be interrogated with a programmer. The programmer wand was then pressed deeper into the device implant site and an interrogation was successfully completed and the device was programmed into MRI mode. No adverse patient effects were reported. This product remains implanted and in service.